Manufacturer narrative:
This complaint is deemed non-reportable in that; any harm reported has been reviewed and determined to have a harm severity score of two or less and, any malfunction alleged has been reviewed and determined as not likely to cause serious injury or death should it recur and the complaint description does not contain key words that might suggest serious injury potential. In addition, this complaint does not suggest a new fault condition or hazard that has not been previously identified. Considering these points, this complaint is considered a low risk issue. As such, further review for hazard is not warranted.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the power switch has no alarm.